Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter¿s social media post did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The file was opened from a comment made on social media. Not enough information was provided from the account for further investigation. Information was provided that an company representative messaged the consumer on social media asking them to contact the company. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, that the process and procedure was terrible and experienced shadows for which a laser surgery has been performed, however the issue is still persisting. Additional information has been requested.